Event description:
It was reported that on (B)(6) 2025, an unknown navitor was used for implantation, utilizing a large flexnav delivery system (ds). The large flexnav was inserted and an attempt to deliver the ds was made, utilizing a safari wire. However, the ds failed to pass near the common iliac artery (cia). Therefore, the wire was removed and replaced with a lunderquist wire, but the passage was still unsuccessful. The ds was removed from the patient. Upon inspecting the device, it was observed the ds was frayed. A plain old balloon angioplasty (poba) was then performed on the cia. However, when attempting to insert the balloon, a vascular injury was observed at the cut down site. To repair the vascular injury, an 8mm artificial graft was used to repair the vessel. A new flexnav ds was inserted through the graft, and the procedure was completed. The patient was reported to be stable. There was no clinically significant delay in the procedure. Additional information received: this complaint consists of tht registry data from japan. The data did not contain product part number, lot number, unique device identifier (UDI). As the information was obtained through the registry, no further details can be acquired related to this event. It was reported through the tht registry from japan that on 08 september 2025, a 27mm navitor vision valve was implanted. On, (B)(6) 2025, the patient experienced a stroke.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of stroke was reported that could be related to the navitor device. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined and there is no indication of a product quality issue with regards to manufacture, design, or labeling. A risk assessment was completed for the reported incident. All reported device and patient complications are included in the device risk assessment; therefore, the complaint is a foreseeable event. The current occurrence rates continue to remain within the documented rates in the device risk assessment. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product issue therefore, no remedial action is required at this time.